Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio: 2.0, lab: about 8.0. Venous sample sent to the lab. Pt is currently in the hospital (no add'l details were provided).

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Pending investigation.